Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the cubie was jammed. A field service engineer successfully addressed the issue through remote support services. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system resulted a jammed cubie. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.